Event description:
I have been in the emergency room multiple times due to pain from my essure coil. The pain regularly interrupts my daily function and activities. The pain is immense and indescribable. I have pain during intercourse now also. The pain is always there and at times flares up so bad that it is unbearable. Nothing has come back abnormal from any tests suggesting any other health issues. I am completely healthy aside from this one issue.